Event description:
On the follow-ups performed on (B)(6) 2014 and on (B)(6) 2015, atrial lead issue was suspected. A replacement procedure was scheduled on (B)(6) 2015 where different tests of both leads (atrial and ventricular) implanted were executed and an atrial lead issue was consequently excluded. The subject device was replaced and the new device was implanted with the same leads. The subject device will be returned for analysis.

Event description:
On the follow-ups performed on (B)(6) 2014 and on (B)(6) 2015, atrial lead issue was suspected. A replacement procedure was scheduled on (B)(6) 2015 where different tests of both leads (atrial and ventricular) implanted were executed and an atrial lead issue was consequently excluded. The subject device was replaced and the new device was implanted with the same leads. The subject device will be returned for analysis.

Event description:
On the follow-ups performed on (B)(6) 2014 and on (B)(6) 2015, atrial lead issue was suspected. A replacement procedure was scheduled on (B)(6) 2015 where different tests of both leads (atrial and ventricular) implanted were executed and an atrial lead issue was consequently excluded. The subject device was replaced and the new device was implanted with the same leads. The subject device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device showed that the electrical characteristics of the returned unit are within specifications.